Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8: was this device serviced by a third party?: no. A ticket search was performed for the architect total bilirubin reagent lot number 56058uq10. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The internal testing was not performed as issue appears to be sample specific or low reagent volume. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total bilirubin, lot 56058uq10 was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. Patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated total bilirubin results on architect c4000 processing module for two patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial bilirubin=19.15 umol/l /repeated=9.18 umol/l. Sid (B)(6) initial bilirubin=15.9 umol/l /repeated=5.9 umol/l there was no reported impact to patient management.